Event description:
Patient was admitted in 2009 for re-do mediastinotomy and aortic valve replacement. Post-op, patient remained intubated on vent, and an oral endotracheal tube fastener hollister -anchor fast- was placed on patient. The following day, patient was extubated and the ett oral fastener was discontinued. Upon extubation, 2 small -reddened and indented- pressure sores were noted on the right side of the patient's mouth. The distal pressure spot measured 1cm x 3/4cm, and proximal pressure spot measured 1cm x .5cm. Upon inspection of the fastener, it was noted that the karaya piece -right side- of the fastener was noted to have 2 raised/rough areas located in same area with similar measurements in relationship to the affected pressure sores described.